Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention may occur to resolve the issue.

Event description:
Additional information received indicates surgical intervention took place where the system was revised on (B)(6) 2023. Therapy restored. Related manufacturer reference number: 3006705815-2023-00760.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.